Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was tilted in the pocket and was causing discomfort. It was also mentioned that the patient was unable to connect the ipg to the charger due to the position the battery rotated into. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.